Manufacturer narrative:
(B)(4). Concomitant medical products: recap pf ha fmrl hd resur 52mm, pn us157352, ln 44450. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00204. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient¿s legal counsel reported bilateral patient underwent left total hip arthroplasty. Approximately 8 years later further reports reveal that the patient has elevated metal ion levels. No medical intervention reported at this time. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.